Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018 a memo 3d, mrcs28 mechanical mitral valve repair ring was involved in a procedure. The manufacturer was notified that the device was removed and not used. No additional information was provided.

Event description:
On (B)(6) 2018: a memo 3d, mrcs28 mechanical mitral valve repair ring was involved in a procedure. The manufacturer was notified that the device was removed and not used. Additional information was received from the site indicating that they attempted a difficult mitral repair with the memo 3d rechord but when they came off pump there remained a significant amount of mitral regurgitation. It was a myxomatus valve. They went back on pump and replaced the mitral valve. There was no incident with the memo 3d rechord. It was a repair attempt and then converted to a mitral valve replacement once the site evaluated the repair.

Manufacturer narrative:
Additional information received on january 15, 2019. The following updated event summary has been included in section b5. On (B)(6) 2018 a memo 3d, mrcs28 mechanical mitral valve repair ring was involved in a procedure. The manufacturer was notified that the device was removed and not used. Additional information was received from the site indicating that they attempted a difficult mitral repair with the memo 3d rechord but when they came off pump there remained a significant amount of mitral regurgitation. It was a myxomatus valve. They went back on pump and replaced the mitral valve. There was no incident with the memo 3d rechord. It was a repair attempt and then converted to a mitral valve replacement once the site evaluated the repair. Based on the additional information received this event there was no device issue and the ring was not used do to a procedural change unrelated to the functionality of the device. Based on this the case is being closed with no further investigations. The root cause is deemed to be patient factors and the cause cannot be traced to the device.